Event description:
It was reported that the customer was hospitalized for high blood glucose and dka.troubleshoot was performed. The programming, insulin concentration, and completed and the insulin exited. The high-pressure passed. Instructed customer to change the infusion set and use manuel injection as per md.